Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with missing battery door. Event history log review was performed and found evidence of reported problem. Visual inspection, and functional testing were performed. The customer reported problem was confirmed. According to the investigation, during testing the device did not display "cassette locked/unlock". Investigation determined that the latch lock flex sensor was inoperable and the root cause of the issue. Therefore, the pump latch lock flex sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "failed the latch and lock test and did not display "cassette locked/unlocked". No adverse effects reported."